Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge service territory manager (stm) was dispatched to investigate. The stm inspected the iabp unit and was able to duplicate the reported issue. The iabp unit was not in operational conditions. The fault logs were printed for reference. The iabp unit was displaying an autofill fault #37 with arg 1: 0x2d71 which indicated that the unit¿s atmospheric pressure transducer was out of calibration. The unit could not calibrate due to a message displayed during calibration that prevents the step to be completed. To address the failure, the stm replaced both pressure transducers and pneumatic module assembly. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that autofill failures occurred on the cardiosave intra-aortic balloon pump (iabp), while in use on a patient. The customer reported that they had completed all troubleshooting steps prior to calling getinge for technical support. The staff brought in another cardiosave iabp and wanted help in transferring the therapy. The getinge representative walked the staff through the process. All connections were completed and therapy was initiated with success. There was no patient harm or adverse event reported.